Manufacturer narrative:
Additional data: date of event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Symptoms resolved an unspecified amount of time later.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection with juvéderm volbella® xc in the lips. Healthcare professional states that 1.0 cc of product was injected. The following day the lip was 3 times the size, and there was a "lesion/opening" that got bigger and was very painful. The patient saw another provider the following month and was informed it was an infection and prescribed cephalexin. Polysporin also provided as treatment. "Lesion has healed [after two weeks], patient still has tenderness. [Patient] saw an unspecified cosmetic surgeon who felt it was a late onset reaction to the filler and prescribed keflex."